Manufacturer narrative:
The returned device was analyzed, and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the superion indirect decompression system implant procedure the device broke into three pieces. It was stated that the malfunction occurred during the sagittal wiggle. The broken pieces were removed, and the procedure was completed with a new device. The patient is doing well post-operatively.

Event description:
It was reported that during the superion indirect decompression system implant procedure the device broke into three pieces. It was stated that the malfunction occurred during the sagittal wiggle. The broken pieces were removed, and the procedure was completed with a new device. The patient is doing well post-operatively.

Manufacturer narrative:
Correction to field h10: labeling review the returned device was analyzed, and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review was performed and it did not reveal any anomalies as it states to not force deployment or implant breakage or damage to bony structures may result. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the superion indirect decompression system implant procedure the device broke into three pieces. It was stated that the malfunction occurred during the sagittal wiggle. The broken pieces were removed, and the procedure was completed with a new device. The patient is doing well post-operatively.